Event description:
Patient called to report right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. Additional observations: crease fold and wear abrasion observed on the device. Stress mark observed on the device. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.